Event description:
A cracked and shattered touchscreen on a customer's pump was reported, rendering the touchscreen unresponsive. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump, advised the customer on the necessary steps to store and return the damaged pump, and ensured that the customer understood the procedures for receiving and using the new device. The customer was to use multiple daily injections (mdi) as a backup therapy until the replacement arrived.